Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a replace battery now alarm less than 10 hours after receiving a low battery alert. Their blood glucose was unknown. The customer said that they have gone through 4 batteries in 8 days. This is the second time that the replace battery now has occurred. The customer was advised to discontinue use of the pump and that it would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected battery power loss or pump error alarm noted during testing. Unit received cracked retainer, minor scratched display window and scratched case.